Event description:
It was reported that a user attempted to pair a dexcom g7 continuous glucose monitor (cgm) sensor to the ilet bionic pancreas while the sensor was already connected to a dexcom receiver, leading to an incorrect pairing configuration and inability to pair with the ilet. No clinical signs, symptoms, or conditions were reported. Outcomes included no change in therapy, no medical intervention, and no hospitalization. User support included guided troubleshooting and user education on correct pairing procedures, including powering off the dexcom receiver and moving it away to prevent interference. Investigation of this case revealed that the pairing failure was due to the sensor being actively paired with the dexcom receiver rather than the ilet, consistent with use error and communication interference. It was concluded, based on previously established findings for similar reports, that the cause was user error related to pairing setup and device configuration.